Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death.

Event description:
It was reported by the nurse that pt showed high lead impedance during his last visit. Pt also showed increase in seizures. No pt manipulation or trauma was reported. Increase in seizures is related to vns malfunction. Nurse indicated that it is unk if increase is more than baseline. X-rays were taken and reviewed by MFR. No obvious anomalies were observed on the lead body that could be assessed.